Event description:
It was reported that during patient follow up it was reported that the head of the screw has disengaged; furthermore the surgeon has decided to leave the screw in the patient; as well as treat with forteo to increase the chances of fusion.

Manufacturer narrative:
Method: complaint history review results: the customer reported event of disengagement of a xia 3 titanium polyaxial screw could not be confirmed. The device was not returned and there is no additional information from follow-up attempts. R&d completed an investigative report to simulate most common screw issues. Tightening, multiple tightening attempts, and tightening at a maximal angle caused tulip disengagement. However, it cannot be confirmed that any of the reasons stated were the cause of the failure. Conclusion: the actual cause of the failure could not be determined due to the absence of the device.

Event description:
It was reported that during patient follow up it was reported that the head of the screw has disengaged; furthermore the surgeon has decided to leave the screw in the patient; as well as treat with forteo to increase the chances of fusion.